Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 27mm in length target lesion was located in the moderately tortuous and severely calcified, 2.5mm in diameter left circumflex artery. Following pre-dilation with a balloon, a 2.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, the stent was damaged when crossing the lesion due to severe calcification. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 27x2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following predilatation with a balloon, a 2.50x28mm promus element plus drug-eluting stent was advanced for treatment but was damaged when crossing the lesion due to severe calcification. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found signs of damage with the tip stretched distally. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the shaft polymer extrusion as well as a stretched region measured at 5mm distally to the guidewire exchange port. No issues were identified during the product analysis.